Event description:
In 2004, a 20mm asd device using a cook-hausdorf 10f-sheath was placed under tee guidance in a pt diagnosed with a moderate-to-large secundum atrial septal defect, an abnormal EKG, and cardiomegaly. The stretched defect was measured to be 18.8mm by tee and sizing balloon. The 20mm device did not seat properly due to a dificient retro-aortic rim, and another attempt was made to properly seat the device; however, the device appeared to be too small and was retrieved. A 22mm device was then adequately positioned; however, a tiny posterior fenestration along the atrial septum, separte from the original atrial septal defect, was noted. The device position looked good on angio, but a small residual left-to-right shunt through the device was noted on tee. Nevertheless, the device was released. The following day, 24 hours post procedure, the pt returned for a follow-up visit. A chest x-ray revealed the device had embolized to the back of the main pulmonary artery with partial occlusion of the left pulmonary artery flow. The pt was taken to the cath lab where the device was retrieved percutaneously with a gooseneck snare with no pt complications. The device was found to be very clean with no clots or endothelium noted. A 26mm asd device was then successfully implanted and the pt tolerated the procedure well.